Event description:
The user facility reported a leak in the valve of a destination device. Follow-up communication from the user facility reported the following information: (1) the doctor found leakage from the hemostasis valve during the insertion of the 0.035 wire; and (2) there is no known impact to the patient.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00004 to provide new information received from the user facility. Follow-up communication with the user facility confirmed the following information: an sfa procedure was being conducted at the time of the event; there was an estimated 200-300 cc of blood loss; the procedure was completed; it was stated that the patient finished the case successfully; and there was no medical intervention.

Manufacturer narrative:
The involved device was returned to the manufacturing facility for evaluation. Only the valve assembly was returned for evaluation. A microscopic evaluation of the valve did not reveal any damage consistent with a valve leak. An evaluation of the retention samples from the reported lot as well as surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the DHR files confirmed that this lot number/product code combination confirmed that there were no indications of production related problems. A review of the complaint files confirmed that this lot number/product code combination has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).